Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with in-stent restenosis (isr). Subsequently, index procedure was performed. The 90% stenosed, 16.0x3.0mm target lesion was an isr of a previously implanted unknown stent located in the non-calcified and mildly tortuous mid right coronary artery (rca). The lesion was treated with pre-dilatation and implantation of a 3.00x16mm promus element ¿ stent at 20 atmospheres. Visual residual stenosis post procedure was 0%. In (B)(6) 2017, a coronary artery restenosis occurred in the proximal rca. As a treatment, percutaneous coronary intervention was performed and symptoms has improved on the same day.